Event description:
Additional information received reported that the pump and catheter replacement was device related, and there was a catheter occlusion. The pump and catheter revision was on (B)(6) 2012. The patient outcome was reported as recovered without sequelae. Although the pump logs indicate medication being delivered via pump, the healthcare provider indicated that the pump was filled with saline. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump found pump fluid path reservoir access issues from drug residue. No fluid could be put into the reservoir due to significant precipitate in the fluid path. Final analysis of the catheter found no significant anomaly. The catheter was incomplete and returned in segments. Testing was acc eptable. Conclusion - applicable to catheter only.

Event description:
It was reported during refill the health care provider (hcp) had difficulty filling the pump. It was reported that the hcp was able to aspirate 9 ml from the pump, but was expecting to get 5.3 ml. It was further noted that the hcp programmed 40 ml of reservoir volume in the pump and switched programming from flex to simple continuous although he was only able to inject 10 ml of drug into the pump. It was indicated that the patient was sent for "plain films" and the results showed no issues with the pump. It was reported three days later that the patient experienced a decrease in therapeutic effect. It was indicated that the patient responded favorably after the hcp had gave her a single bolus and had also increased her simple continuous dose. It was noted that due to the event, the hcp suspected a granuloma and ordered a magnetic resonance imaging (MRI) scan. It was reported that patient had a MRI and the pump logs confirmed a motor stall and recovery. On that same day, the nurse attempted a fill and expected to get 6 ml back, taking into account for the 30 ml difference on the programmer versus what was actually filled. It was reported that the nurse pulled back and was able to aspirate 5 ml and inject only 10 ml of the new drug. It was noted that the nurse also attempted to fill under fluoroscopy and still could not fill, so the nurse withdrew 9ml and attempted to reintroduce the drug again. It was reported that the nurse could not inject anything in the pump and it was stated that the 9 ml's was "unusually slow removal". It was later reported, although difficult, the nurse was able to inject and aspirate 15 ml of saline a couple of times. It was indicated while the nurse was trouble-shooting; she noticed some precipitate form in the syringe and did not want to use the drug. It was noted that the nurse filled the pump again with saline even though the drug list did not reflect the saline; and the pump was set at minimum rate. It was stated until the new drug becomes available, that the patient would be managed with by mouth medications. It was also reported that the patient had pump replacement and during replacement, the surgeon was unable to withdraw fluid from the catheter and made the decision to replace the catheter as well. It was believed that the event may be an issue with the "drug cocktail". The patient's status was reported as alive and no injury or symptoms of withdrawal. The drugs delivered via pump were fentanyl, bupivacaine, and dilaudid.